Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had an infection. The pump was explanted and was replaced on the other side. The patient survived the explant.

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B.2 death and date of death were added. B.5 new information was received. H.1 type of reportable event was updated to reflect new information. H.6 health effect - impact code updated to reflect new information. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-23149 was submitted in accordance with updated procedures.

Event description:
Additional information was received. It was reported that the patient's condition did not improve. The reported infection was unable to be controlled and the cardiac function did not recover and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.